Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 700 mg/dl. In an attempt to lower the bg, the customer exercised, drank water and delivered insulin via the pump. The customer was hospitalized for the high bg and diabetic ketoacidosis (dka) and was treated with fluids and an insulin drip. The customer was discharged 5 nights later with the bg and dka resolved. The customer stated that the high bg was due to air bubbles in the infusion set tubing. As the event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the air bubbles.